Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, while the surgeon was performing a surgical task, universal surgical manipulator (usm4) moved on its own. The customer received phone assistance from the technical support engineer (tse). The report indicated that the surgeon was controlling usm2 and usm4 when usm4 moved. Tse requested if the surgeon can verify if their hand was on the manipulator when usm4 moved. The surgeon was unable to answer as he was continuing with the procedure. The reporter explained that there was no patient injury when usm4 allegedly moved. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, fse conducted friction and strength tests on usm4, and both tests passed. Fse performed system verification and found no issues in arm movement. System was tested and verified ready for use. No image or procedure video was provided for review. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is being reported based on the following conclusion: it was alleged that a universal surgical manipulator (usm) moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.